Event description:
On 17-nov-2025, a other health care professional contacted technical service to report that progressa frame (product code p7500a000918, serial number (B)(6), had the head end raises to 90 degrees on its own when bed is unplugged. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. However, the technician did replace proactively the pcb. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance examine the motors for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The bed functioned as designed. However, if the reported event of head of the bed moving on its own were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.